Event description:
It was reported that the first post-op evaluation, measurements were high, but stable. The patient returned with evidence for cardiac tamponade. A chest CT scan and cine fluoro were both suggestive of perforation. The fluid was drained. The patient is well. It is believed that the pericardial effusion/tamponade was related to original lead. Hence, patient experienced two perforations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.